Event description:
The customer called to report low bgs and prime/fill difficulties. Troubleshooting was performed. It was found that for the last ten days and on several occasions the insulin squirted out without incrementing the number. It was stated that the customer bypassed this difficulty by pressing a pencil in the reservoir compartment during the prime until the numbers finally incremented. The customer also indicated that bgs were low bgs for the last ten days, thought to be due to medication. Then the customer stopped the medication, but the low bgs continued. The customer ended up in the emergency room. The customer was given glucose but was not hospitalized.